Event description:
Customer's mother reported customer received an inaccurate high glucose reading (93 mg/dl) from their freestyle flash meter. Customer's mother reported that the customer "passed out, could not stand or sit without support, could not recognize his parents, and he was extremely pale." Customer's mother called his doctor who made the diagnosis of severe hypoglycemia. Customer's mother reported giving the customer juice and crackers to counteract his symptoms. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.